Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A search of the depuy nonconformance (nc) quality system found no manufacturing related nc¿s associated with this product/lot combination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot ==> lot d19122999. A search of the depuy nonconformance (nc) quality system found no manufacturing related nc¿s associated with this product/lot combination. Device history review ==> a search of the depuy nonconformance (nc) quality system found no manufacturing related nc¿s associated with this product/lot combination.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the apex hole eliminator screwed through the sector cup into the space behind the cup. It did not stop like it should.